Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high atrial impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and that the impedance trend on the atrial pacing lead was variable.